Manufacturer narrative:
Date of event is unknown (year valid). (B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 9 cm diameter abdominal aortic aneurysm. Currently the proximal aortic diameter measures 30mm. It was reported that in 2011, the aneurx bifurcate had migrated leading to a proximal type I endoleak. An intervention was performed and another manufacturer¿s stent graft was implanted resolving the event. The patient presented four years later with a type iii separation between the bifurcate and the other manufacturer¿s cuff. The physician implanted two endurant cuffs resolving the endoleak. The cause of the event was most likely related to disease progression. No additional clinical sequelae were reported and the patient is fine.